Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The device had leak in the balloon because there was a hole in the cuff. The type of hole could be caused when the inflated cuff was in contact with some sharp edge. The root cause could be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. H10 updated.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloon in the tube was punctured. The even occurred during the pre-test and on its immediate use. There was no patient harm or adverse effects reported as a result of the event.